Event description:
It was reported that a flogard infusion pump was found to have a damaged battery. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected and functionally tested. The damaged main battery was identified during visual inspection. To correct the condition, the main battery was replaced. The device was serviced to meet specifications. If any additional relevant information is received, a follow up MDR will be sent.